Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. The insulin pump was received with minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads, cracked reservoir tube lip, a cracked reservoir tube and a cracked belt clip slot.

Event description:
It was reported that the insulin pump alarmed button error. The customer changed the battery and the buttons became unresponsive. The customer's blood glucose was 98 mg/dl. The discontinuation of the device was advised. Nothing further was reported.